Event description:
Freedom driver (B)(6) dropped to ground and started making rattling noises. Patient moved to backup driver out of an abundance of caution and device returned to manufacturer for investigation.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm, fault code 0f, indicating a continuous open or short of the bottom-dead-center sensor detected after powering on the driver. Visual inspection of external components found cosmetic damage to the fan and display cover, consistent with a drop. Visual inspection of internal components found damage to the front and rear housing, main pcb, and fan consistent with a drop. Fan damage was significant and included damaged blade. Freedom driver failed functional testing for acceptance at incoming inspection for out of specification lap readings, although, output recovered after setting the driver to normotensive settings. A rattling noise was heard from the driver, confirming the reported complaint. Additional testing including installing a functional fan. The rattling sound was no longer present after the fan was replaced. Failure investigation for this complaint confirmed the reported issue during functional testing. The customer complaint was replicated; the root cause of the reported rattling noise after the driver was dropped was determined to be a damaged exhaust fan. Failure investigation identified no other test failures that could have contributed to the reported complaint. Out of specification lap was unrelated to the reported complaint. All major components will be replaced and driver will be serviced prior to being released to finished goods to confirm no other damage was sustained during the drop. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Freedom driver sn (B)(6) dropped to ground and started making rattling noises. Patient moved to backup driver out of an abundance of caution and device returned to manufacturer for investigation.